Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the tip broken off. The measurable dimension of the submitted drill were checked and found to be in compliance. Our investigation showed that the complained drill tip has a homogenous surface. Therefore, we conclude that the drill tip broke due to excessive mechanical strain. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Tip broken off. Dhs plate would not slide over screw. This is report 1 of 1 for complaint (B)(4).